Manufacturer narrative:
Findings: reliability analysis was inspected 1 opened/used enlite sensor and found sensor retracted inside sensor and broken. Missing broken part. See attached file for more details. Unable to confirm customer received sensor damage due to customer returned opened/used. Also unable to confirm adhesive anomaly to opened/used sensor.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 104 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.